Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during a procedure on (B)(6) 2020. According to the complainant, the spyglass ds controller frequently showed contact faults with insertion and extubation before the procedure. Additionally, they tried with several catheters but they were unable to gain the image back. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.